Event description:
Noise was reported on rv iegm. All in-office values are within range, isometrics produced noise on farfield channel but not in rv iegm. Lead to be evaluated further. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.